Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding for month/bleeding for 3 month"), dyspareunia ("painful intercourse/painful intimacy"), migraine ("migraine"), muscle spasms ("muscle spasm") and umbilical hernia ("umbilical hernia"). The patient was treated with surgery (hysterectomy and surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, muscle spasms and umbilical hernia outcome was unknown. The reporter considered dyspareunia, menorrhagia, migraine, muscle spasms, pelvic pain and umbilical hernia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, menorrhagia, dyspareunia, migraine, umbilical hernia and muscle spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding for month/bleeding for 3 month"), dyspareunia ("painful intercourse/painful intimacy"), migraine ("migraine"), muscle spasms ("muscle spasm") and umbilical hernia ("umbilical hernia"). The patient was treated with surgery (hysterectomy and surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, muscle spasms and umbilical hernia outcome was unknown. The reporter considered dyspareunia, menorrhagia, migraine, muscle spasms, pelvic pain and umbilical hernia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, menorrhagia, dyspareunia, migraine, umbilical hernia and muscle spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding for month/bleeding for 3 month/ massive menstrual cycles, menstrual that lasted 90 days straight"), dyspareunia ("painful intercourse/painful intimacy"), migraine ("migraine"), muscle spasms ("muscle spasm"), umbilical hernia ("umbilical hernia") and alopecia ("thinning of my hair"). The patient was treated with surgery (hysterectomy and surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, muscle spasms, umbilical hernia and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, menorrhagia, migraine, muscle spasms, pelvic pain and umbilical hernia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, menorrhagia, dyspareunia, migraine, umbilical hernia and muscle spasm, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Events added- alopecia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.